Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Consumer reported complaint for high blood glucose results. Customer don't have symptoms at the time of the call. (B)(6), caregiver, is calling on behalf of the customer. The customer is concerned with the result of 381 mg/dl. The expected fasting blood glucose test result range is 100 to 105 mg/dl. The customer did report symptoms of passing out on a day previous to the call. Medical attention is reported as a result of the blood glucose results and reported symptom. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 219 and 233 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 11/25/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). (B)(6). Customer's caregiver (B)(6) called in and stated that customer's meter is reading high. Customer states on (B)(6) 2017 she passed out in her kitchen due to her glucose dropping after taking her insulin based on the high reading obtained by her meter. Customer stated her reading was 274 mg/dl fasting before she took insulin. Customer also states there was a reading of 42 mg/dl after insulin was taken but she does not recall performing that test (perhaps done by her caregiver). Customer states rescue obtained a reading of 30 mg/dl when they arrived. She was treated with "sugar water" and IV fluids at the hospital. Customer was released from the hospital the same night and feeling much better.